Manufacturer narrative:
Mml ref#: (B)(4).

Event description:
It was reported that the patient was unable to run therapy. There was no report of patient harm or injury. The therapy manager troubleshot the issue with the patient and confirmed that the right lead had out-of-range/high impedance failure. X-ray was taken and confirmed a wire fracture on the right lead. The patient underwent a surgical procedure to replace the right lead. The right lead was removed, and a new lead was implanted without complications

Manufacturer narrative:
Mml ref#: (B)(4). The lead assembly was returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the right percutaneous stimulation lead. A review of the implant images revealed improper implant technique. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Event description:
It was reported that the patient was unable to run therapy. There was no report of patient harm or injury. The therapy manager troubleshot the issue with the patient and confirmed that the right lead had out-of-range/high impedance failure. X-ray was taken and confirmed a wire fracture on the right lead. The patient underwent a surgical procedure to replace the right lead. The right lead was removed, and a new lead was implanted without complications